Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetes type 1, acute in stage renal failure, and chronic kidney disease. The caller stated that the customer had diabetes complications, namely, diabetic ketoacidosis. The caller also stated that the customer had a stroke while on dialysis. The caller did not know the customer's blood glucose at the time of death. The caller state that the last known blood glucose value was 115 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was received with depleted (B)(6) alkaline battery installed. Data analysis: on (B)(6) 2016 daily insulin total = 60.000u, (B)(6) 2016 daily insulin total = 49.150u, (B)(6) 2016 daily insulin total = 55.350u, (B)(6) 2016 daily insulin total = 57.250u, (B)(6) 2016 daily insulin total = 48.650u, (B)(6) 2016 daily insulin total = 49.650u and (B)(6) 2016 daily insulin total = 25.000u.